Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was over 1100 mg/dl, at the time of incidence. Customer was treated with the intravenous fluid, insulin drip and via bolus. The customer reported that they had insulin flow block alarm. Customer reported that they had insulin flow block alarm and issue resolved by changing the complete set. The insulin was exited during quick review. Customer was not using auto mode at the time of incidence. Customer did not alleged that the insulin pump was under delivering. The insulin pump will not be returned for analysis.